Manufacturer narrative:
Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. Ultimately, the customer reverted to an alternate method of insulin delivery. The customer¿s blood glucose (bg) was "high"; although specific value not provided. Customer¿s parent and spouse assisted address the elevated bg by injecting the customer with insulin.